Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Stomach ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient came to the hospital urgently last friday for a stomach ulcer that was operated on at the time. It was discovered that the peg and j tubes were broken and ruptured. Both were removed and the peg tube was replaced with a regular cuffed peg to keep the stoma open. The peg tubing was discarded.